Event description:
It was reported that a procedure was not able to be completed as planned due to two deformed oasys polyaxial screwdrivers and a deformed oasys polyadjustment driver that were unable to engage with screws intra-operatively to remove them from the patient. The patient's procedure has not yet been rescheduled. This report captures the first of two polyaxial screwdrivers.

Event description:
It was reported that a procedure was not able to be completed as planned due to two deformed oasys polyaxial screwdrivers and a deformed oasys polyadjustment driver that were unable to engage with screws intra-operatively to remove them from the patient. It was further reported that according to the surgeon, it is "highly unlikely" that the patient's procedure will be rescheduled. This report captures the first of two polyaxial screwdrivers.

Manufacturer narrative:
Corrected data: b5, h3. H6 coding has been updated to reflect completion of the investigation.

Manufacturer narrative:
Additional data: d4, d9, h4. Corrected data: g1.

Event description:
It was reported that a procedure was not able to be completed as planned due to two deformed oasys polyaxial screwdrivers and a deformed oasys polyadjustment driver that were unable to engage with screws intra-operatively to remove them from the patient. The patient's procedure has not yet been rescheduled. This report captures the first of two polyaxial screwdrivers.